Event description:
An 85-year-old female arrived at the hospital with shortness of breath and chest pain. The patient had a history of cardiac issues and was listed as "do not resuscitate". The patient was diagnosed with massive pulmonary embolism and a thrombectomy was performed with inari devices. The patient was intubated and on two pressors at the beginning of the thrombectomy. The procedure began without issues and a large amount of clot was removed from the patient's right side through five aspirations with the triever20 (t20). The patient's oxygen (o2) saturation rose, and imaging revealed that the right side was clear. The physician re-positioned to the left and was in process of obtaining wire positioning when a nurse noticed a large volume of blood on the ground. Upon further investigation, the stopcock of the large bore syringe side port was not closed after imaging was performed. It was estimated that there was 500 cc of blood lost from the side port being left open. This was in addition to 300 cc of blood loss from aspirations leading to a total of approximately 800 cc of blood loss. The patient's blood pressure and o2 declined. The physician managed to re-position to the left side while an order of blood was processing. Two further aspirations were performed which cleared some clot. Flowsaver was used to return blood. Fluid and blood were administered to the patient. The physician performed two additional aspirations but was unable to fully clear the left side. At the time the procedure was concluded, and the patient was transferred to the intensive care unit. The patient passed away in the middle of the night.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of severe disease state and user error (blood loss due to failure to close the side port stopcock). Blood loss, bleeding, and death are listed as potential complications/adverse events. Manufacturer reference #: (B)(4).